Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited multiple episodes of inappropriate shock over the past eight weeks due to noise and oversensing. A follow up was performed and the noise was easily reproduced in al vectors. X-rays were performed in order to analyze the system. A mechanical electrode issue is suspected; however, it has not been confirmed. A potential system revision was discussed. At this time, this system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.